Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination of the sample and photo, a detachment was identified at the dialysis connector on the arterial portion of the set. The connection was observed under a microscope and no presence of solvent was found, indicating the joint was not bonded appropriately. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. The potential root cause is to do incorrect solvent application during the assembly process. Corrective actions include retraining on the solvent application method visual standard to prevent detachment issues. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: good morning, this is (B)(6) from va (B)(6) dialysis team. We wanted to bring it to your attention about another issue we came across within last week. Please see picture below, line came apart from the arterial connector that connects to the dialyzer (during priming).